Event description:
It was reported that removal difficulties and balloon detachment occurred. The 65% stenosed target lesion was located in the non-tortuous and non-calcified left common iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during removal, it was hard to remove from a non-bsc sheath. When pulled harder, it was noted that the balloon material was detached from the catheter and dislodged in the sheath. The sheath was removed over the wire and the detached component was retrieved with hemostat clamp in the patient soft tissue tract below the sheath. The sheath was replaced, and the procedure was completed. No patient complications were reported.